Event description:
It was reported that that right ventricular (rv) lead had a high threshold. Settings were reprogrammed and the rv lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5592 implantable pacing lead - 2004. (B)(4).